Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, likely due to a defective component. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. To troubleshoot the issue, the user removed the battery and re-inserted it back into the autopulse platform, but the issue was not resolved. No patient involvement.